Event description:
It was reported that at implant the helix would not deploy from lead. The lead was then explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted; defib conductor was distorted; there was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). Tip seal observation and damaged at implant. The helix can not be extended or retracted due to distal conductor distorted within the connector.

Event description:
It was reported that at implant the helix would not deploy from lead. The lead was then removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.